Event description:
It was reported that during the implant procedure, there was no wireless connection between cardiac resynchronization therapy defibrillator (crt-d) and the programmer. It was noted telemetry was attempted to be established several times with no connection and a different device was implanted. The following day. The crt-d was still unable to establish telemetry and the device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Hybrid analysis found a failure in the integrated circuit. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.